Event description:
The patient reported that since she started using the vgo, every vgo she has placed on her skin has fallen off. The patient stated she is cleaning her skin with an alcohol pad and letting it dry before applying the vgo. The patient stated she is constantly sweating. The patient stated she has discarded all of the vgos.